Event description:
It was reported that a large volume infusor contained particulate matter. The customer did not know if the particulate matter was inside or outside the fluid patch. This was identified before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the infusor was returned for evaluation. A visual inspection identified a fragment of burgundy coiled cap shaving located inside the housing. Coil cap shavings are a normal part of the assembly process. These shavings were not in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between 6/18/2013-6/19/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.